Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2020, a customer initially reported receiving an unspecified error message on his adc glucose meter. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement product, he was unable to test and experienced a medical event. Customer reported his "sugar got low" and loss consciousness and was transported to a hospital. Customer had contact with a healthcare professional who provided him with an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product related issues. A tripped trend review was completed for the reported complaint and freestyle lite meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6)2020, a customer initially reported receiving an unspecified error message on his adc glucose meter. On (B)(6)2020, customer reported that due to a delivery issue involving the replacement product, he was unable to test and experienced a medical event. Customer reported his "sugar got low" and loss consciousness and was transported to a hospital. Customer had contact with a healthcare professional who provided him with an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.